Event description:
While tech was prepping pt, he noticed pencil was activating continuously. This again occurred prior to another procedure in the same room, with the same tech , and the same esu. Pencil lot number could not be confirmed as both pencils were discarded by the user facility. Unit being used was an excalibur plus, settings at 30 cut/ 30 coag.

Manufacturer narrative:
Conmed electrosurgery will attempt to obtain the concomitant excalibur generator for evaluation.